Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was not returned with the device. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The instructions fr use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the battery would not charge. There was no patient involvement. The incident battery was not returned for evaluation. However, medtronic's evaluation of the concomitant dissector found the waveguide had broken off. The broken piece was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the battery would not charge and dissector waveguide had broken off. Broken piece fell into patient's cavity and retrieved. There was no patient injury. The incident battery was not returned for evaluation. However, medtronic's evaluation of the concomitant dissector found the waveguide had broken off.